Event description:
It was reported during knee arthroplasty that the plastic sterile packaging of the femoral component was identified to be broken. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in romania. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of a picture provided confirmed damage of both sterile blisters, breaching sterility. The device history records were reviewed and no discrepancies were identified. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.